Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump alarmed compromised force sensor system during manual prime . The customer stated that the drive support cap was flush. Customer also reported that the insulin ;pump alarmed motor error and no troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised forced sensor system alarm due to motor error alarm.